Manufacturer narrative:
(B)(4). The insulin pump was received with pump error 63 alarm confirmed in the pump history and during self test due to broken trace.

Event description:
Customer reported via phone call that they received hardware low level failures. Customer also stated that the pump was able to rewind as well as able to clear the alarm. Troubleshooting was performed. Customer blood glucose level was unknown. The device was returned for analysis.